Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced loss of stimulation coverage due to lead migration. The patient underwent a revision procedure wherein the lead was repositioned. The patient was doing well postoperatively. No device was explanted or implanted.